Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) implanted for just over 3 years exhibited a battery voltage of 2.66 volts with a charge time of 14.3 seconds. There was concern that the battery is depleting prematurely. The settings are as follows: ddd 60-120, a output 3v/0.4ms, impedance 625ohms. V output 2.4v/0.4ms, impedance 798ohms. 44% ap, 11% vp (lifetime). Total shocks delivered = 1.

Manufacturer narrative:
The available information leads us to believe the device remains implanted. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, the device was interrogated and found to have a battery status of elective replacement indicator. Review of device memory confirmed the reported long charge time; however, charge times remained below that which will trigger a battery status of eri while the device was implanted. Eri was reached after explant. Extended charge times during mid-life is normal device function. The device was then subjected to a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device passed all tests and functioned normally.